Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had displayed "failed to open" or "fails to close" message when attempted to recover and the cubies displayed "device not detected on bus" message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer (fse) found that storage space 5.1 cubies were not detected on the bus. The drawer controller card and drawer module controller was replaced. The enhanced half-height drawer 5.1 was off the bus. After opening the drawer, it was observed that the trays did not have yellow lights. The cubies were manually removed, and the area under the trays was inspected for medication spills; the drawer was clean. The station was powered off, and the row-board cable was replaced, but upon reboot the trays still did not have yellow lights. Upon further inspection, it was noted that the previous field engineer had replaced the pyxibus module board, the drawer controller board, and the retractor band. The retractor band had significant creasing, so it was replaced as a precaution, but this did not resolve the issue. The trays were then unplugged from the row-board cable and tested individually; none of them displayed yellow lights. All five trays were replaced. The drawer was tested in diagnostics, and the results were successful. The customer performed their testing, which also passed. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of drawer failure was confirmed by field service engineer and subsequently confirmed in the dchu testing and inspection process. According to work order #(B)(4), the fse reported that the enhance half height drawer 5.1 was off the bus. Opened drawer and noticed that trays did not have yellow lights. The fse manually removed cubies and checked under trays for any medication spill and drawer looked clean. The fse powered station off and replaced row board cable, upon boot up trays still did not have yellow lights, the fse checked back and previous field engineer had replaced pyxibus module board, drawer controller board and retractor band. Retractor band had a lot of creases, so it was replaced just as a precaution, and this did not fix it. The fse unplugged trays from row board cable and tested 1 by 1 and all of them did not have yellow lights, all 5 trays were replaced. Finally, the fse tested it in diagnostics and customer tested it with no issues. The report was closed. During dchu visual inspection: pn 356450-01 (a): was received in good condition with no signs of fluid ingress, corrosion, aluminum foil packaging fragments, damage, dust, dirt, or other contaminants. Pn 356450-01 (b): was received in good condition with no signs of fluid ingress, corrosion, aluminum foil packaging fragments, damage, dust, dirt, or other contaminants pn 356450-01 (c): was received in good condition with no signs of fluid ingress, corrosion, aluminum foil packaging fragments, damage, dust, dirt, or other contaminants pn 356450-01 (d): was received in good condition with no signs of fluid ingress, corrosion, aluminum foil packaging fragments, damage, dust, dirt, or other contaminants pn 356450-01 (e): was received in good condition with no signs of fluid ingress, corrosion, aluminum foil packaging fragments, damage, dust, dirt, or other contaminants pn 353844-01: was received with friction marks and copper strands in short with adjacent copper strands. Pn 150825-01: no signs of worn or scorched insulation, black marks, heat related discoloration, or exposed copper conductors and damage to any of the connectors were observed. During dchu testing: pn 356450-01 (a): functional testing was performed using a dchu hta equipment and the cubie tray was not detected on bus. No other anomalies were found during the internal inspection. Pn 356450-01 (b): functional testing was performed using a dchu hta equipment and the cubie tray was not detected on bus. No other anomalies were found during the internal inspection. Pn 356450-01 (c): functional testing was performed using a dchu hta equipment and the cubie tray was not detected on bus. No other anomalies were found during the internal inspection. Pn 356450-01 (d): functional testing was performed using a dchu hta equipment and the cubie tray was not detected on bus. No other anomalies were found during the internal inspection. Pn 356450-01 (e): functional testing was performed using an dchu hta equipment and the cubie tray was not detected on bus. Two connectors were found detached from the board. Pn 353844-01: dchu testing was not required due to the thermal damage observed during the visual inspection. Pn 150825-01: the part passed the continuity testing performed on an esd protected surface using a digital multimeter. Functional testing was performed using an dchu hta equipment and the cable was not detected on bus. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation it is determined that the root cause of the complaint component was generated by: the damaged "assy tray hh" (p/n 356450-01) and due to a short between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n 353844-01) which lead to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had displayed "failed to open" or "fails to close" message when attempted to recover and the cubies displayed "device not detected on bus" message. The customer stated that there was a delay in patient care. As per part investigation, it was determined that the drawer failure was due to damaged cubie trays and shorting in the retractor assembly causing thermal damage and loss of functiona there were no adverse events or injuries reported based on this event.